Manufacturer narrative:
Alleged failure: short in cable. Root cause: the most likely root cause of this issue could be wear and tear and/or by the cable being pulled or bent hard during sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during the procedure.